Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. During the device maintenance inspection, contamination evident within the j channel. (It was not possible to identify from when the foreign material has been remained in the channel. There is a possibility that the subject device with the foreign material was used to the patient.). The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
A gastrointestinal videoscope was inspected by olympus during regular maintenance. During the inspection, the following reportable malfunction was identified: contamination was evident in the channel. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.